Event description:
It was reported that an atmosphere alarm and a cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. Blood glucose was not impacted. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
Device not returned.